Manufacturer narrative:
(B)(4).

Event description:
Reportedly, during incoming inspection at the distributor, the pacemaker / ICD implantation / removal registration form was missing.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed that the pacemaker/ICD implantation/removal registration form was missing.

Event description:
Reportedly, during incoming inspection at the distributor, the pacemaker/ICD implantation/removal registration form was missing.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during incoming inspection at the distributor, the pacemaker/ICD implantation/removal registration form was missing.

Manufacturer narrative:
Preliminary analysis revealed that the root cause of the missing implant registration form is most probably a human error during the final packaging process.

Event description:
Reportedly, during incoming inspection at the distributor, the pacemaker/ICD implantation/removal registration form was missing.